Event description:
A patient underwent a therapeutic ercp procedure with placement of the place hit hiliary wallstent. When the clinician attempted to deploy the stent, the hub between the outer sheath and the flushing port detached. No part of the device detached in the patient. The patient did not sustain any complications or ill effect as a result of the hub detachment.